Manufacturer narrative:
During inspection and testing, the reportable malfunction (scope detection does not work) was found to be caused by a gap between output socket. In addition, service found the front panel was cracked and the airflow was too weak due to poor contact of pump. Per the legal manufacturer, these defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The subject device was returned to an olympus service center with no alleged complaint. Upon inspection and testing of the returned device, it was observed that the scope detection function was not working. This report is being submitted for the malfunction found during device evaluation (scope detection does not work). There was no patient involvement.